Event description:
A report was received via the patient's implant warranty and registration form received for a patient's replacement that the generator replacement was due to battery depletion and the lead was replaced due to high impedance with a note on the explanted lead stating "single pin lead (unable to read sn due to lead breakage)". The lead has been replaced. Information was received that the device was unable to be interrogated preoperatively because the battery was completely depleted, and therefore any high impedance prior to surgery was unable to be seen. It was stated that the lead integrity was physically altered, with an opening in the portion of the lead. Explanted lead has not been received for analysis to date. No additional relevant information has been received to date.